Event description:
It was reported that at the end of a navigated lumbar spinal procedure a pedicle screw was found to be improperly positioned, resulting in removal of the screw and repositioning in the l4 vertebrae. This event resulted in a one hour extension to the procedure. The procedure was successfully completed, with no reported adverse effects to the patient. No other adverse consequences were alleged.

Manufacturer narrative:
The user facility does not intend to return the navigation equipment for evaluation. A quality investigation of the system software will be conducted with case-specific information provided by the user facility. A follow up report will be submitted when the investigation is complete.